Manufacturer narrative:
(B)(4). The samples and all available information were forwarded to the manufacturer for further evaluation. Their report states that they received 6 used cannula hub of introcan safety and 1 used capillary hub of introcan safety without packaging. These samples were contained in one small plastic container the returned cannulas were noted to be bent about 10 degrees to 30 degrees, possibly due to the transportation in the small container. The samples were visually inspected and it was noted on one of the returned cannula that the safety clip was located at the middle of the cannula and not in an engaged position. Investigation results: the used samples were straightened and checked by repositioning the clip and retesting its function by using the returned catheter hub (g20) and placing it onto the cannula. The clips engaged properly onto the tip of the cannula. There was no abnormality found while pulling the catheter out from the cannula. There was no rough surface/dented mark observed on cannula surface. The device history record was reviewed and there were no such defect encountered during in-process and final control inspection. Process cards show no abnormalities. Conclusion: during clip functionality test with the returned catheters, there was no defect/damage found on the clip after pulling it out from the cannula. There was only one catheter hub returned for the used sample. Therefore, the complaint is not judgable. If additional pertinent information becomes available, a follow up report will be submitted

Manufacturer narrative:
(B)(4). The actual sample has been received and the investigation is on going at this time. A follow up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: event 2: cleaning up supplies got stuck (B)(6) 2015, outer side of thumb. The second occurred when the nurse was cleaning up after an unsuccessful insertion she placed the stylet in between both of her hands and slapped her hands together causing her to get stuck either by the safety clip or the end of the needle, the nurse thinks the safety shield was present. Needle stick out side of thumb.